Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus did not align with the cursor on the display. It was indicated that the connection form the overlay to the printed circuit board (pcb) required reseating. It was also indicated that the power cord bay was broken. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus did not align with the display cursor and could not be calibrated. The stylus was changed but the issue was not resolved. The programmer was returned for service. No patient complications have been reported as a result of this event.